Event description:
Pt reported that she experienced hyperglycemia of 30 mmol/l (540 mg/dl) due to bent infusion cannulas. She corrected hyperglycemia by delivering insulin via the infusion device and a syringe. Pt did not have an infection, start new medication, or have any concerns with her skin. Normal blood glucose is 5-7 mmol/l (90-126 mg/dl). Pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided. The infusion set was returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.